Event description:
A nurse reported that during a vitrectomy procedure, the fluid air exchange valve did not work, the fluid was running, but when changing to air, nothing happened. The procedure was able to be completed following a delay of 3 to 4 minutes. There was no pt harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report, functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause; therefore, the root cause is unk. Complaints of a similar nature have been found where the auto infusion valve (aiv) failed to open or had a high cracking pressure (pressure required to open the aiv to allow air passage). An internal investigation has been opened to address the issue. (B)(4).